Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization procedure the surgeon noted that the coil (pc410041230/c20705) didn¿t shape. Removed the coil and it was stretched. Changed to a new one (details unknown) to complete the procedure. There was no report on patient injury. The patient is female and (B)(6) old, had pcom. The product will be returned for analysis. There was no clinically significant delay in the procedure due to the event. The same microcatheter (details unknown) was used to complete the procedure. It is unknown if there were any damages noted on the microcatheter after use. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil did not prematurely detach during withdrawal. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located off the proximal end at 49.5 and 57.6 centimeters are two severe unreported kinks to the core wire. The circumstances of how and when this unreported damage occurred cannot be determined. Located distal, but adjacent to the resheathing tool, the core wire protrudes outside the sheath for a length of 9.0 centimeters. There is no mechanical sheath damage resulting in an open skive at the protrusion site. The coil¿s socket ring was found pushed down inside the outer sheath. The distal section is undamaged as is the ball tip. The most likely contributing factor to the coil stretching may have occurred if the coil became temporarily anchored on the coils already dwelling inside the aneurysm (if previously placed), on itself, or the distal tip of the microcatheter. This condition may have produced distal interference which may have caused the coils socket ring to be pushed down inside the outer sheath and for the core wire to protrude outside the sheath. When the temporarily anchored coil was retracted, the coil would have stretched. It was not reported if a one to one movement occurred or if the microcatheter was at an acute angle. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report.

Event description:
It was reported by the hospital contact that during the coil embolization procedure the surgeon noted that the coil (pc410041230/c20705) didn¿t shape. Removed the coil and it was stretched. Changed to a new one (details unknown) to complete the procedure. There was no report on patient injury. The patient is female and (B)(6) old, had pcom. The product will be returned for analysis.